Event description:
During hospitalization the patient experienced tia vs rind at time of discharge the symptoms were resolved. The start date was 02/21/2006 with a stop date two days later. The procedure was done in 2006. The condition was not pre-existing and was not felt to be related to the device. The action /treatment performed was vasopressors/intropes. This event resulted in prolonged hospitalization of approximately 1-day. The patient's outcome was reported to be resolved.